Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during post-op check, non sustained lead noise episodes due to double counting of far p wave was observed. Reprogramming was performed. Issue has been resolved.